Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this system was exhibiting noise and oversensing on the right ventricular (rv) channel. A system upgrade procedure was performed and it was noted that the rv lead had been implanted with the suture directly on the lead body without the use of a suture sleeve. The lead was explanted and replaced. No additional adverse patient effects were reported.